Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and bleeding skin irritation under the lifevest equipment. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The pharmacist advised the patient to apply ky-jelly to the skin irritation. Follow up indicated that the patient's skin irritation improved with the use of unscented water-based lotion.